Manufacturer narrative:
This was previously reported incorrectly as a 5-day report.

Event description:
The co customer reported that the 3100a did not meet a performance specification. The mean airway pressure (map) could not be established after the pt was suctioned. A map of 23 cmh20 maximum could be obtained when it had been 42 cmh20 previously. The pt expired.